Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had top of reservoir compartment was loosed and battery based was corroded. No harm requiring medical intervention was reported. Customer stated that when you change the batteries, the insulin pump ever reject the new battery when put in. Customer stated that insulin pump was lost setting or had lock up and become unresponsive. The device will not be returned for analysis.